Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Caller reported receiving a no delivery alarm on the insulin pump during bolus. Blood glucose level was 400 mg/dl at the time of the call. During troubleshooting, caller was able to get insulin to exit the tubing. No further info was provided.